Event description:
The customer reported the system displayed an x-ray disable error code and thereby failed to produce fluoroscopy x-ray. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The fluoro functions board was replaced and several circuit boards were reseated. The system was then found to be operating as intended.